Manufacturer narrative:
The insulin pump was received with unresponsive buttons due moisture damage on the lcd board. No weak battery alarms noted during testing. Operating currents were not checked due to unresponsive buttons. No cosmetic damage was noted.

Event description:
Customer reported via phone, he trying to bolus and none of the buttons were responding. So he changed the battery and it seemed the issue was resolved and when he attempted to bolus again the device alarmed weak battery. Customer changed the battery again but now the buttons are unresponsive again. Customer's blood glucose was 600 mg/dl, treated with manual injection. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.